Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for failure analysis investigation. The conductor wire was found to be broken at the weld and dislodged from the yaw pulley. There was also evidence of melting/arcing damage on the instrument due to weld failure. The wire break at the weld is not associated with user mishandling/misuse. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument arced. Although there was no patient harm or injury, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, cautery arced in the instrument joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple attempts to obtain additional information from the customer with no success.